Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a power cycle error code 1000 (defib failure-biphasic processor) that was found in testing. There was no pt involvement.